Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be requested as specific part and lot numbers for the associated device was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent surgery for open reduction internal fixation (orif) of ankle. Patient injury was due to wrestling. During the surgery, upon drilling for insertion of 3.5 cortex screw tip of drill broke. Upon closer observation of broken drill bit, it appeared that the drill bit was from another manufacture. Surgeon continued with procedure with another drill 2.5 drill bit (310.25) from their set. Upon drilling for final 3.5 screw, that drill bit also broke. The fragments were generated from the broken drill bit and the surgeon was able to retrieve all remnants of the drill bit. The procedure was completed successfully with a delay of approximately 20 minutes due to the retrieval of remnants. A fluoroscopy and two additional x-rays were performed to locate the broken fragments. The patient was reported to be doing fine post procedure. Additionally, it was mentioned that the account orders drill bits from another vendor and reprocesses drill bits. Concomitant devices reported: cortscr ø3.5 self-tap l22 sst (part # 204.822, lot# unknown, quantity # 2), 3.5mm cortex screw self-tapping 26mm (part # 204.826, lot# unknown, quantity # 1), cortscr ø3.5 self-tap l22 sst (part # 204.822, lot# unknown, quantity # 1), 4.0mm cancellous bone screw fully threaded/18mm (part # 206.018, lot# unknown, quantity # 1), lcp one-third tubular plate with collar 7 holes/81mm (part # 241.371, lot# unknown, quantity # 1). This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).